Event description:
A patient (age and gender unknown) a therapeutic colonscopy procedure for diagnosis and treatment. The resolution clip device failed to open when the clinician was attempting to deploy in the ascending colon. The asme issue occurred on two subsequent attempts to utilize the resolution clip (please not associated medwatch reports 6000048-2006-00118 and 6000048-2006-00119; attached) the procedure was successfully completed with another of the same device. There were no reported complications or ill effects sustained by the patient as a result of the deployment issue. The patient condition is noted to be fine.